Event description:
A malfunction was reported on a pump, and it was noted that no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support if the malfunction happened again.